Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Cloud - omnipod 5 software app version. Cloud - smartphone operating system. Cloud - smartphone hardware. Cloud - cgm sensor type.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia as well as vomiting. The patient reports after administering insulin corrections their blood glucose level had not decreased. The patient reports upon removal of the pod the cannula was found to be bent, and the pod was leaking during wear. Once at the hospital the patient was treated with intravenous insulin. The patient was discharged from the hospital the following day.